Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown and the cartridge did not fit onto the pump. It was also reported that the customer experienced diabetic ketoacidosis (dka) resulting in the customer going to the emergency room; cause of dka was not provided. A blood glucose level was not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.